Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation is due to device placement or use technique; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used in a heavily calcified, mildly tortuous, 80% stenosed left anterior descending artery (lad). Following ten treatments on low speed and high speed, the viperwire advance coronary guide wire could not cross the mid lad. The physician suspected the integrity of the wire was compromised following the treatments. The guide wire replaced with a new viperwire. Four additional treatments were performed. Following removal, the radiopaque tip of the guide wire was observed in the distal lad. The fractured component was successfully snared. There were no patient adverse effects.